Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac artery using an indigo system cat3 aspiration catheter (cat3), an indigo system aspiration catheter 8 (cat8), indigo system aspiration catheter 12 (cat12) a non-penumbra sheath, a non-penumbra stent, and a guidewire. During the procedure, the physician completed one pass using the cat3. It was reported the physician experienced resistance during the entire case due to potentially chronic or atrial fibrillation (afib) clot. While retracting the cat3 after completion of the first pass, the physician experienced resistance. Subsequently, upon removal from the patient, the physician noticed the cat3 broke off in the iliac artery. It was also reported the cat12, cat8, and cat3 were used coaxially to perform the aspiration. Next, the physician attempted to use a balloon catheter to snare the broken cat3 from the patient; however, it was unsuccessful. The physician then completed the procedure by stenting the broken piece of the cat3 against the vessel wall and surgically removed the broken cat3. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2023-00124.